Event description:
End user called to complain of calibration strip reading out of range. This was confirmed for troubleshooting over the phone. The device was replaced and the defective one returned for investigation.